Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a procedure in the bile duct of a female patient (patient age and weight are unknown). During the procedure, resistance was felt as the guide catheter was retracted for stent deployment. The guide catheter became stretched. The procedure was aborted with no reported patient complications due to the length of time of the procedure. The procedure was rescheduled and successfully completed on (B)(6) 2010 with an olympus tube stent. This event has been deemed a reportable event based on the investigation results; kinked stent.

Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. A visual evaluation of the returned device revealed, the proximal end of the push catheter was kinked/bent. The suture hole at the distal end of the push catheter was slightly torn. The suture at the distal end of the push catheter was intact (unbroken). The guide catheter was stretched close to proximal end and the distal piece remained inside the delivery system. The stent was received detached from the delivery system. The working length of the stent was kinked/bent. The guide catheter was removed from the delivery system and was observed unbroken. The distal end of the guide catheter contained minor kinks/bends (suture impressions). Based on the analysis of this device, the most probable root cause for this complaint is operational context.